Event description:
According to the information received on (B)(6) 2021, a patient was injected on an unknown date with a teosyal (B)(6) product in the nasolabial folds. 36 hours after the injection, the patient experienced signs of vascular compression and presented back 48 hours after the injection. Hyaluronidase was administered to dissolve the product at day 2 and day 3 following the event. The injector suspected that the site of injection was compromised by prior rhinoplasty surgery. At the time of filling of this report, it was unknown if the vascular compression resolved.

Manufacturer narrative:
Additional MFR narrative: this case seems linked to a vascular complication, which is a rare serious side effect, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the information received on (B)(6) 2021, a patient was injected on an unknown date with a teosyal (B)(6) product in the nasolabial folds. 36 hours after the injection, the patient experienced signs of vascular compression and presented back 48 hours after the injection. Hyaluronidase was administered to dissolve the product at day 2 and day 3 following the event. The injector suspected that the site of injection was compromised by prior rhinoplasty surgery. At the time of filling of this report, it was unknown if the vascular compression resolved.

Manufacturer narrative:
Additional MFR narrative: this case seems linked to a vascular complication, which is a rare serious side effect, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.